Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he got a no delivery alarm on the insulin pump before work. Customer stated that the pump kept beeping so he took the battery out and put it back in. Customer changed the time and date. Customer stated that his blood glucose was 509 mg/dl. Customer stated that he keeps changing his infusion sets because of kinked cannulas. Customer stated that he does not know his basal rates. Customer was advised to get his rates from his trainer or health care professional. Customer later called back and stated that he spoke with his trainer and everything is fine. Troubleshooting was performed and the customer stated that the insulin did exit. Customer stated that the pump did not alarm no delivery.